Manufacturer narrative:
(B)(4): refer to results of investigation below. The field service representative (fsr) contributed the erratic stat troponin-I result to sample integrity. The fsr calibrated the stat probe. The fsr proceeded to perform a precision check for the pretrigger, trigger, stat pipettor, wash zone 1 & 2. All of the precision checks passed. The optics background check passed. All of the control levels were within range. (B)(4). A review of quality metrics did not identify an adverse trend related to this issue. The architect system operations manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. In the architect stat troponin-I reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, no product deficiency was found. After the instrument troubleshooting was performed by field service, the complaint issue was resolved.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated a falsely elevated troponin-I result was generated on the architect i2000sr analyzer. A patient with a diagnosis of chest pain, generated an initial result of 0.11 ng/ml which was above the customer's cut-off of <0.06 ng/ml. The result was reported to the doctor and the patient was sent to the hospital for further testing. The customer was redrawn at the hospital and troponin results were negative (method not stated). The customer retested the original patient sample in duplicate and received negative results of 0.0 ng/ml. No impact to patient management was reported.